Manufacturer narrative:
The reported event of the occluder deploying with a cobra deformation could not be confirmed. Three photos and one video were received from the field, which appeared to show an occluder deploying inside of a patient with a cobra deformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 32mm amplatzer septal occluder was selected for implant using a 12f delivery system. During procedure, when the device was deployed in the patient, the left disc formed a cobra shape. The device was removed from the patient, prepared again on the sterilization table with warm water, and re-inserted into the patient; however, the deformation persisted. The procedure was successfully completed by implanting a new 28mm amplatzer septal occluder. The patient was reported to be in stable condition.